Manufacturer narrative:
Concomitant medical products: a3sr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extra cardia stimulation caused by the right atrial (ra) lead. Reprogramming was done, which resolved the stimulation and the lead remain in use. No further patient complications have been reported as a result of this event.